Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 customer reported that cutting tool was not activating. They tried a different cable and power supply and it still would not work. They opened a 2nd kit to complete the procedure. Unfortunately, they saved the evh device but they are not able to identify the cable for investigation. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. Charred tissue material was observed on the jaws. Upon microscopic inspection, the heater wire appeared to be flexed away from the hot jaw but it remained attached at the base and the tip of the jaw. No other visual non-conformities were observed. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after approximately 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.688 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device and the investigation results, the reported complaint was not confirmed for the reported failure mode " failure to deliver energy" but was confirmed for the analyzed failure mode " bent" wire specific actions for the analyzed failure modes are being maintained and addressed under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 customer reported that cutting tool was not activating. They tried a different cable and power supply and it still would not work. They opened a 2nd kit to complete the procedure. Unfortunately, they saved the evh device but they are not able to identify the cable for investigation. The hospital did not report any patient effects.